Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500+ mg/dl. The customer treated with the pump and set change. Customer's blood glucose value was unknown at the time of the call. Troubleshooting was performed. The customer reported the cannula to appear bent. The product was not returned for analysis.